Event description:
A nurse set up to feed a I l bottle of osmolite closed system formula. She connected the administration set to the bottle and patient but did not close the roller clamp on the set. The pump was not turned on. She did not intend to initiate the feeding at this point in time. Sometime after this, the tubing dislodged from the pump (reason unk). The pump did not alarm free flow because it was turned off. The entire liter of formula was administered to the patient within a two hour period. The patient had abdominal distention, diarrhea and vomited. The nurse withdrew 200 cc of residual from the patient's stomach through the gastrostomy tube. The patient was transferred to the hospital with a diagnosis of metabolic acidosis and the patient died.